Event description:
It was reported that the customer's infusion set had occlusions in the form of air bubbles. The customer's blood glucose level was 330 mg/dl. Standard troubleshooting was performed. It was discovered that the infusion set's cannula was bent. The customer stated that he missed a few steps the last time he changed his infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.